Event description:
The respiratory care supervisor reported the respiratory therapist (rt) had gone into the patient room for a vent check. The oximeter alarm was sounding due to the patient's oxygen saturation dropping to a set 90% value. The rt reported the ventilator volume was showing zero. The rt removed the patient from the ventilator and bagged, during which time the patient's oxygen saturation increased and normalized. While the patient was off the ventilator, the rt powered the ventilator off and back on. The rt performed a short self test (sst) and reported it indicated a flow sensor failure, though that isn't certain. The ventilator was removed from use and sent to biomed, who had it for months and was unable to duplicate any failure. The customer called the manufacturer for service on 10/4/2010, and reported the event at that time. The manufacturer's field service technician was unable to duplicate the reported problem. Review of the ventilator diagnostic code history identified a patient circuit leak when the sst was performed by the customer on the date of the reported event. Performance verification testing was completed and tests passed per operating specifications. The customer reported there was no permanent harm or injury, and the patient's status was stable throughout the event.